Manufacturer narrative:
The reported event of modules release latches not latching file was opened to document an event that the customer reported. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement..

Event description:
The customer reported modules release latches not latching,users possibly not latching properly. There was no patient involvement.